Event description:
Customer repored being hospitalized for high blood glucose levels. It was stated that the customer was vomiting all day prior to hospitalization. It was reported that the cannula was bent when she removed her infusion set. During troubleshooting, the pump did not alarm during high pressure test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.